Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy surgical procedure using an xi system, a clinical sales representative (csr) called from off site to report that the customer encountered an error on universal surgical manipulator (usm) arm 3, which required them to disable arm 3. The customer attempted a power cycle, but the error reappeared upon restart. The technical support engineer (tse) reviewed log and found a 319 error reported from axes controller, carriage (acc) in usm3. The site continued procedures with three arms for the remainder of the day. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulaor (usm) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system logs, the 319 error was found indicating a node not found issues on the axes controller carriage (acc) confirming the fault occurred in the field. Upon visual inspection, damage was found with rolling loop fiber that would be related to the reported event. The usm was then installed onto a patient fixture test platform (pftp) where check all boards present was found to be failing on the rolling loop for power reading at lower than 75 on axes controller spar (acs) rxdown. Once testing was completed, the rolling loop was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the rolling loop. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
The probable root cause is attributed to the rolling loop fiber in the universal surgical manipulator (usm).

Event description:
Refer to h11 for follow-up information.